Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. No issues were identified during a review of calibration and quality control data. The most likely root cause of the issue is related to pre-analytics. Discrepant low (zero) results are a known issue. Instrument alarms such as "abnormal probe sucking" can indicate a blocked sample probe due to fibrin or micro clots.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for crpl3 c-reactive protein gen.3 (crpl3) on a cobas 8000 c 702 module. The initial crpl3 result was 0.0 mg/l. This result was reported outside of the laboratory where it was questioned by the doctor since the patient already had an elevated crp concentration. The sample was repeated twice with results of 27.4 mg/l and 27.0 mg/l. There was no allegation that an adverse event occurred. The crpl3 reagent lot number was 25484901. The expiration date was not provided.